Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. Upon disassembly and visual inspection the flex strips were burnt, and the potted trigger assembly, motor and sockets were corroded. Burnt flex strips and corroded potted trigger assemblies can result in intermittent ground connection and thus intermittent power and/or unintended motion. The device was repaired and returned to the customer.

Event description:
It was reported that the device ran without being activated. The customer did not know if the event occurred during a procedure. There were no adverse consequences reported.